Manufacturer narrative:
Visual inspection: during the investigation, scratches on the outer housing of the valves and some tissue residues on the product were determined. Permeability test: a permeability test has shown that the valve is non - permeable. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested both the horizontal as well as the vertical positions. Due to the non - permeability of the valve, a computer - controlled test is not applicable. Adjustment test: the m. Blue valve was tested and is not adjustable throughout the normal range. Braking force and brake function test: the brake functionality test has shown that the brake function is operational; however, the braking force cannot be measured due to the non-adjustability of the valve. Internal inspection: after dismantling of the valve, deposits were found in m.blue. Results: based on our investigation results, we can determine a blockage as well as a non - adjustability in the valve. The determined deposits can be named as the cause of the functional deviation . Proteins in the cerebrospinal fluid can influence the function temporarily and are known side effects in hydrocephalus therapy. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a m.blue (part # fx803t) was implanted during a procedure performed on an unknown date. According to the complainant, the shunt system was believed to be operated in underdrainage and had adjustment difficulties. The patient underwent a revision procedure. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 6 years. Height: 120 centimeters (cm). Weight: 30 kilograms (kg). Gender: male. Same event as medwatch # 3004721439-2023-00040.